Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that the physician removed the entire system, including the catheter, anchor, and pump. The patient had lost efficacy six month ago. The catheter was broken, and the pump anchor suture was not intact. The physician noted that the catheter appeared twisted, resembling the twisted motion the patient makes with the pump inside their body. There were no known environmental/external/patient factors that may have led or contributed to the issue. The system will not be replaced in the future. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.